Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that when the non-medtronic sheath was inserted, the external iliac artery was damaged by the tip of the dry-seal sheath. It was further reported that the synthetic graft in the right transfemoral artery was referring to the previously replaced artificial blood vessel prior to valve placement. A misload was not identified during loading. The infold in the valve frame was first noticed during the first deployment attempt, and the valve was recaptured once and then withdrawn from the patient.the valve was recaptured due to the infold and onset of ventricular fibrillation. A procedural delay occurred in result of the infold. The minimum diameter of the access vessel was 5 millimeter¿s (mm). Per the physician, the cause of the injury was due to non-medtronic sheath. Additionally, it was unknown if the delivery catheter system (dcs) caused or contributed to the injury. Per the physician, in terms of patient anatomy, the tortuous and narrow vessel contributed to the injury. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that "evo" means evolut fx..

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a dialysis patient, during insertion, an access site perforation was ¿caused by eia.¿ the patient received a balloon expandable stent graft (viabahn) placement in the right femoral artery. A cutdown was performed to puncture the proximal side of the anastomotic portion of the synthetic graft and the native blood vessel. The in-line sheath and introducer sheath (gore dryseal 14fr) were replaced. An 18fr gore dryseal introducer sheath was inserted while expanding the endovascular treatment (evt) balloon. ¿evo¿ was delivered to the annulus region and valve deployment was initiated. At the point of no recapture, infolding was confirmed. Subsequently, ventricular fibrillation (vf) occurred and the patient¿s blood pressure decreased, therefore cardiac massage was initiated. At this stage, the team decided to convert to a non-medtronic (edwards sapien) valve placement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 07-aug-2025, UDI#: (B)(4). Additional devices in use at the time of event: product ID d-evolutfx-2329; product lot/serial number (B)(6). Product type: delivery catheter system (dcs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.